Event description:
Caller reported a cgm error. There was no adverse impact to the customer's blood glucose level. Customer performed a pump reset with assistance from technical support, successfully resolving the issue, and the sensor session was started again without any recurring error.